Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the he experienced high blood glucose levels and was given some insulin manually to get his blood glucose level down. They changed the infusion set but his blood glucose level was not going down. Customer's blood glucose level went up to 419 mg/dl. He had difficulty breathing. The customer was admitted to the hospital on (B)(6) 2016 due to a high blood glucose level. Customer's blood glucose level was not reported. The customer was also hospitalized early (B)(6) due to high blood glucose levels. Customer's blood glucose level was not reported. The customer was wearing the insulin pump at the time of both hospitalizations. The infusion set was kinked. The device was not returned.